Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator's internal battery was depleted and a "service required" alarm condition occurred. The device was not in pt use.